Event description:
It was reported that patient had revision of right knee due to nickel and cement allergy.

Manufacturer narrative:
An accurate catalog number and lot code were not provided. The device was reported as 5315-f-402 right size 4 femur. Should additional information become available, it will be submitted in a follow up report upon completion of the investigation. Hospital retained device.

Event description:
It was reported that patient had revision of right knee due to nickel and cement allergy.